Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. It was noted imaging was challenging throughout the procedure. Two clips were successfully deployed on the tricuspid valve. To further reduce tr, a third clip (40916r1055) was inserted and advanced under the valve. However, while in the right ventricle (rv), the clip became caught on chordae. Troubleshooting was performed and the clip was removed from chordae. However, third clip came may have come in contact with the second of the implanted clips (40815r2091), causing it to detach from the septal leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The third clip was then deployed in it¿s intended location, reducing tr to a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the reported device damaged by another device (dislodged) and slda appear to be related to procedural conditions, and due to the third clip interacting with this second implanted clip, causing slda of this second implanted clip. Image resolution poor is related to procedural conditions as imaging was reported to be difficult. There is no indication of a product issue with respect to manufacture, design or labeling.